Manufacturer narrative:
The lens was not returned for evaluation. The surgeon has informed us that to the best of their knowledge the intraocular lens (iol) remains implanted. Therefore, a product evaluation could not be performed. Though requested, no additional information has been received from the reporter. The device history record (DHR) were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Inspection and test records indicate that the complaint lens conformed to specifications at the time of release. The following manufacturing process controls were reviewed, and no issue was identified. To minimize the possibility of product contamination the lenses are manufactured in an environmentally controlled area. A review of the environmental monitoring did not identify any discrepancies when the product was manufactured. Operators are gowned to prevent product contamination. All material used in the manufacturing process are approved. Biocompatibility and cytotoxicity testing is performed on the lens material. To prevent damage plastic tip forceps are used to handle wet lenses, these are cleaned prior to use. Packing controls are in place to minimise the risk of inadvertent damage, contaminants and residues. There were no discrepancies with the quality assurance (qa) incoming inspection records for the raw materials used in this lot. Lenses are steam sterilised using a validated overkill cycle to achieve the appropriate sterility assurance level. Biological indicators are used as process control devices to ensure that the product sterility is attained. Bioburden and endotoxin testing is performed on each batch of lenses produced. No similar reports have been received for this lot to date. A review of the 2019 complaint data revealed that this is an isolated complaint. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided the root cause for this event is undetermined. No corrective action is necessary at this time. The viscoelastic used during the procedure is not qualified for use with bausch health products.

Event description:
The surgeon has advised that to the best of their knowledge the intraocular lens (iol) remains implanted. Though requested, no additional information has been received from the reporter.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was implanted in the left eye with an intraocular lens (iol) without anomaly. The patient received topical anesthesia. One day post implantation the patient presented with hypertonia at 30 associated with pupillary dilatation, no inflammation. Two days post implantation the patient was advised to go hospital and intraocular pressure improved after receiving treatment. Four days post implantation the patient experienced sudden decreased visual acuity of the left eye, without pain. The patient was at home and this was noted by counting fingers at one metre. Six days post implantation the patient was diagnosed with toxic anterior segment syndrome (tass) with fibrin into anterior chamber. There was no endophthalmitis symptoms. The patient was advised to go hospital and on attendance was injected with corticosteroids with specific hourly administration and corticosteroid via subconjunctival route. Nine days post implantation despite corrective treatment there was no improvement or worsening. Endophthalmitis diagnosis was eliminated, there was no antibiotic intravitreal injection. Daily vitreal ultrasound showed no vitreous disorder. Thirteen days post implantation cyclitic membrane removal surgery is planned with injection of recombinant tissue plasminogen activator (r-tpa) into anterior chamber. Corrective treatments: steroids eye wash with specific hourly administration and daily corticosteroid via subconjunctival route. Fifteen days post implantation the patient presented with intraocular pressure at 9 and uncorrected visual acuity at 4/10. The reporter indicated no other device used during the surgery was suspected into the occurrence of tass. Additional information has been requested but has not yet been received.